Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had no therapeutic effect since implant. They experienced pain at implantable neurostimulator (ins) site and rectum two weeks ago. It was indicated that they did decrease setting a little however that did not affect the pain. There was no fall could be related to the issue. They did leave a message for healthcare provider office and was waiting for a call back. It was also reported that patient went to emergency room (ER) and was diagnosed with urinary tract infection (uti) last week. They mentioned that when patient received permanent implant she was programmed to a different program than what was used during the trial. It was noted that the patient had successful results during the trial.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and it was reported that the patient had an increase in frequency and incontinence since the ins was installed. It was reported that the patient had not had a urine culture since (B)(6)2015. The manufacturer's representative interrogated the ins and all was working properly. The patient and her daughter on trial each of 4 programs for 11 days and then 3 day void diary. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.